Event description:
The pt's wife reported that the pt had passed away. She said his death was not related to the cycler. According to the pt's peritoneal dialysis registered nurse (pd rn), the pt died while in hospice, where he was admitted in early (B)(6) 2014 with heart failure. His physician had reportedly advised that peritoneal dialysis (pd) would not be of benefit, but the pt insisted he wanted to continue therapy and through his liberty cycler with him to hospice. He reported expired on (B)(6) 2014, between 8:30-9:00 am. According to his pd rn, his wife stated he had performed his pd the night before per usual. He awoke with chest pain and took nitroglycerin. He then took a nap and his wife found he had expired in his sleep. The pt's pd clinic did not receive any related paperwork, but his physician reportedly assumes the cause of death was cardiomyopathy. There is no alleged related cycler or pd issue.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn; however, there is no indication that the product caused or contributed to the reported event. The post market clinical department is in the process of requesting relevant pt medical records. The complainant indicated the device would be returned, but it has not been received for physical eval to date. A plant investigation is pending and a supplemental report will be submitted upon completion.